Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 82 mg/dl. The customer's mother stated that the infusion set was inserted into the customer's body crookedly, causing the cannula to bend. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.